Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/14/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result (B)(6) male patient with shortness of breath. There was no additional patient information at the time of this report. Return product is available for investigation. Method: I-stat, date; (B)(6) 2018, collected: 22:09, tested: 22:22, result 8.2; vista (B)(6) 2018, 22:09, 22:51, 4.2. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.